Manufacturer narrative:
Batch review performed on 13 december 2019: lot 171838: 26 items manufactured and released on 28 august 2017. Expiration date: 2022-06-29. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold with one similar reported event. Other implants involved in the event, batch review performed on 13 december 2019. Gmk-sphere 02.07.0035rp patella resurfacing # 3 (k090988) lot. 173745. Lot 173745: 120 items manufactured and released on 19 september 2017. Expiration date: 2022-08-30. No anomalies found related to the problem. To date, 119 items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1205r tibial tray fixed cemented # 5 r (k090988) lot. 171961. Lot 171961: 109 items manufactured and released on 7 september 2017. Expiration date: 2022-08-28. No anomalies found related to the problem. To date, 109 items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0514fr tibial insert fixed sphere flex # 5/14 mm r (k121416) lot. 134449 lot 134449: 25 items manufactured and released on 13 november 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot. 173740 lot 173740: 100 items manufactured and released on 4 october 2017. Expiration date: 2022-09-21. No anomalies found related to the problem. To date, 90 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen was unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.